Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostium of the mid circumflex (cx) artery. There was a previously placed stent in the ostium of the cx artery. A 3.00 x 16 mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. Upon entering the device thru the previously implanted stent, the stent came off the balloon. The physician decided to deploy the dislodged stent with a compliant balloon in the proximal area of the cx. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine and stable.